Event description:
It was reported that the clinician stated after insertion, the needle detected from the hub and remained in the catheter. Fortunately, the needle was retrieved from the catheter. It is unk if there was a delay in treatment and no pt death. No further details are available.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.